Manufacturer narrative:
Updated data: b2, b5, h6 corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve-in-valve revision the baseline transthoracic echocardiogram (tte) measured a max aortic valve velocity (v2) of 1.43 meters per second (m/sec), a mean aortic gradient (mgv2) of 4.34 mmhg, an aortic valve area (ava) of 3.86 centimeters squared (cm2), severe total aortic prosthetic regurgitation, severe prosthetic transvalvular regurgitation, moderate tricuspid regurgitation (tr) and trivial mitral regurgitation (mr).

Event description:
It was reported following the implant of a transcatheter aortic bioprosthetic valve (tav) (serial number unknown), mild paravalvular leak was noted. Approximately seven years, two weeks following the valve implant, valve failure was noted. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation (ar) with severe hemodynamic valve deterioration. This was characterized by a new occurrence or increase of >=2 grades of intra-prosthetic aortic regurgitation resulting in >=severe ar. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. One month, eleven days after the valve failure was identified, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards) valve was implanted within the medtronic tav. No patient symptoms prior to reintervention were reported and no complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.